Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during a demo registration verification, the screen turned to black, then after ~90 seconds, screen displayed a message showing error 64. "Internal error has occurred, system must restart." The manufacturing representative (rep) rebooted the system by pressing restart from the login window. The system rebooted to the login screen without issues. The rep logged into application and returned to registration screen with demo images. The rep successfully verified registration. The rep restarted from software once more and successfully registered again. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 2.1.0, ubd: , UDI#: (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.